Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a calcified native annulus with leaflet and left ventricular outflow tract (lvot) calcification, the valve dislodged upon release from the delivery catheter system (dcs). It was reported that the valve moved aortic to a depth of 0 mm on the non-coronary and left coronary cusp. A transesophageal echocardiogram (tee) revealed moderate-severe paravalvular leak (pvl). Subsequently, a second valve was successfully implanted valve-in-valve. The pvl was reduced to mild and continued to improve over 10 minutes. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Severe paravalvular leak (pvl) does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. However, in this event, the pvl was most likely the result of the positioning of the valve as a result of it dislodging during deployment. The issue was successfully resolved through implant of a second valve. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.